Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on july 23, 2019. It was reported that the doctor ended up removing the battery from the patient and moving away from the table, and the rep was able to reconnect to the battery and had no further problems after that. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the cause of the ins not connecting was not determined. After connection was obtained, the ins was implanted and there was no further issues. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the manufacturer representative was able to connect to the ins and program it prior to the implant procedure. However, once the implant was implanted in the patient, the manufacturer representative was unable to connect to the ins. The manufacturer representative tried resetting the clinician tablet and the communicator and turning off the c-arm and lights in the room, but was still unable to connect to the ins. The manufacturer representative was able to connect to a different ins that was in the box in the operating room. The manufacturer representative asked if that ins could be used instead. No symptoms or complications were reported.